Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information that was received about the initial reporter.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: due to corrosion on endoscope connector, e216 (scope communication err) occurs and error e315 (scope error). Additional non-reportable findings: due to damage on air/water cylinder, water tightness is lost, the plastic distal end cover, objective lens, the protector of universal cord on control section side, the switch3, the connecting tube all have a scratch, the switch4 has wear, the universal cord has a wrinkle, switch1 has a cut, due to damage on flexibility adjustment ring, flexibility adjustment function does not work, scope connector is dirty due to water leakage, the adhesive on bending section cover has white-clouded area, the adhesives around objective lens has white-clouded area, the adhesive on bending section cover has a crack, the adhesive on bending section cover has a chip, the suction cylinder is shaved, and due to a scratch on objective lens, the image has dark area partially. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope displayed an improper image output error (occurrence of b30) (scope communication error) during preparations for use. The intended diagnostic procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.